Manufacturer narrative:
Follow-up # 1 ¿ (05/19/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4), alleging his one touch verio iq meter read inaccurately high compared to his feelings and or normal results. This complaint is being classified based on the customer service representative (csr) documentation, since the patient refused to provide any additional information. The patient stated the alleged inaccuracy started on (B)(6) 2014 at 10:20 p. M. At an unspecified time on (B)(6) 2014, the patient stated he obtained a blood glucose result of ¿22.6 mmol/l¿ with the subject meter. At an unspecified time on (B)(6) 2014, the patient stated he obtained a blood glucose result of ¿23.7 mmol/l¿ with the subject meter. The patient manages his diabetes with insulin (novorapid, self-adjuster). The patient reported, ¿a few minutes¿ after the alleged issue occurred, he developed symptoms of ¿he went low¿. On (B)(6) 2014 at 10:30 p. M. The patient stated he had more food/drink and self-treated with ¿25-30 units more of novorapid¿ insulin. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.